Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the date and time settings on the pump were incorrect. Reportedly, the customer did not know why these settings were incorrect. There was no reported adverse impact to the customer's blood glucose (bg) level. Tandem technical support assisted the customer with entering the correct time and date into the pump.